Event description:
Patient's death reported in conjunction with deployment of AED.

Manufacturer narrative:
AED electronic memory reviewed. Device was not returned. Result: product voice prompts and labeling instruct user on effect of artifact on analysis and actions to take when present. Conclusion: cannot conclude that user error did not contribute to event.